Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1100046 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
False positive result (s). Customer and her husband have test 4 times with the flowflex test and they always read positive but a pcr test indicates they are negative. They also tried an alternate non-acon antigen test and it tested negative. They believe their kits are reading false positive.